Manufacturer narrative:
Failure analysis noted that the pump had intermittent buttons due to corroded keypad traces. There was no button error alarm. The pump had cracked case at lcd window corners, scratched lcd window and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.